Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen in the emergency room. Device interrogation was performed and revealed one untreated episode and one episode of shock delivery. Review of the electrocardiogram found low amplitude morphology, noise and wandering baseline which contributed to the pt receiving therapy. Visual inspection of the sternal incisions also revealed a possible infection as there was white fluid present. The pt was given intravenous (IV) antibiotics. The chest x-ray noted the electrode was two to three inches lateral of the sternum. The field rep was going discuss an action plan with the physician. Five days later the pt presented to the clinic for follow up where another non-sustained event was noted due to oversensing of noise and the wandering baseline. Upon examination of the pt there was concern of electrode tip movement and protrusion when the pt bent over. However there was not confirmation that the pt's skin integrity was compromised. Subsequently a revision procedure was performed. During the revision procedure it was noted that the electrode was two to three inches deep within the pt's tissue. The physician cleaned the incision sites with antibiotic solution and repositioned the electrode. The system remains in service. No add'l adverse pt effects were reported.